Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they via phone call that the customer was hospitalized from (B)(6) 2020 due to high blood glucose and diabetic ketoacidosis. Blood glucose level at the time of admission was 410 mg/dl. Customer experienced symptoms such as nausea. The customer was assisted with troubleshooting. Customer alleged the insulin pump was under delivering because there were no issued with the hospital's insulin pump the customer was treated with. The customer reported they have contacted their health care professional regarding the high blood glucose. Customer declined to complete troubleshooting. The reservoir will not be returned for analysis.